Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record or retentions samples could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® urine collection cups the health care professional experienced a needle stick injury from the cannula on the device lid. No adverse impact or treatment was reported. The following information was provided by the initial reporter: staff member attempted to remove the sticker to transfer the ua into tubes, she attempted to remove it multiple times and when finally, it came off - she stuck herself with a needle below the sticker.